Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the current date range did not cover the complaint date due to continued customer use. No evidence of short battery life was found in the available date range in the black box. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Removal of pump casing did not find evidence of moisture intrusion or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter was unable to complete the troubleshooting. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.